Event description:
This was just the first revision required for capsular contracture. Had to have 3 more surgeries to repair cc from (B)(6) 2015 to (B)(6) 2017! Ever since getting implants I had a lot of health issues from joint pain, difficulty breathing, anxiety that I never had before, weight gain and pain in my breasts. On (B)(6) 2019 I had them removed and will never put implants in again.